Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of the entire endoscope] 8. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] [when using the air/water button] 1. Cover the air/water button hole with your finger. 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
A user facility submitted a repair request to the olympus service center, for an evis lucera elite colonovideoscope, exhibiting e238 scope communication error. Upon inspection and testing of the returned device, foreign material was found clogged in the scope nozzle due to incorrect reprocessing. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, nozzle clogged with foreign objects, due to wear of angle wire, bending angle in up direction did not meet the standard value, adhesives around light guide lens had white-clouded area, adhesives around objective lens had white-clouded area, protector of universal cord on scope connector side scratched, universal cord has a wrinkle, universal cord scratched, distal end cover dented, paint on suction cylinder peeled, switch 1 scratched, due to clogging of nozzle, water removal ability did not meet the standard value, adhesive on angle rubber had white-clouded area, adhesive on angle rubber cracked, adhesive on angle rubber chipped angle rubber scratched, paint on air/water-cylinder peeled, and connecting tube scratched. The faulty parts will be replaced, and the device will be returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.